Event description:
Patient was revised due to reduction in motion.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding low rom involving a triathlon insert was reported. The revision surgery was confirmed. Method and results: device evaluation and results: no defects were noted on the returned device. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to reduction in motion.